Event description:
It was reported that there was low impedance consistent with an insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m52, implantable pacing lead, (B)(6) 1994. (B)(4).